Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, the plunger passed over the iol, trapping the posterior haptic at the cartridge exit. There was no patient contact. The procedure was completed on same day by replacing iol with identical one. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).